Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that they experienced continuous glucose monitoring (cgm) inaccuracies. Patient stated that the cgm displayed a value of 137mg/dl and the blood glucose (bg) meter displayed 51mg/dl. Additionally, cgm read 137mg/dl and bg meter read 44mg/dl. The patient also reported experiencing the inability to concentrate and/or cognitive impairment during the event, as well as becoming unresponsive. Patient reported a bg level of 20mg/dl. Patient was treated with food and drink as well as an IV of glucose. Patient was hospitalized from 6pm (B)(6) 2015 until 3pm (B)(6) 2015. Additionally, it was reported that the patient entered bg values outside 40-400 mg/dl range. The animas (B)(4) user's guide states: do not use a bg value for cgm calibration unless it is from a fingerstick test taken with a bg meter within the last 5 minutes, and is within 40 - 400 mg/dl. Failure to follow these instructions can result in inaccurate sensor glucose readings.